Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that the other day they were having issues with a shocking sensation down their leg. The patient stated they adjusted the stimulation down to 0.9 and the next day after they got it all working again, they tried to adjust the therapy but agent understood they got a message therapy increase not available. During the call patient confirmed the therapy was on. Patient switched group from c to b and tried to adjust the therapy. Patient confirmed they were able to adjust the therapy. Agent redirected the patient to their managing healthcare provider (hcp) to further address the issue.